Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/patient's son contacted lifescan (lfs) alleging the patient's onetouch ultra meter was reading inaccurately low as compared to another meter. The medical surveillance specialist (mss) spoke with the patient (B)(4) 2011 and obtained the following information. The patient claimed the alleged issue began (B)(6) 2011 at approximately 6pm. The patient stated the patient manages his diabetes with insulin and denied taking any action regarding his usual diabetes management in response to the alleged low result. The patient claimed that he tested on the subject meter at approximately 5pm before heading out to a restaurant, but could not recall the result he received. It would have been helpful to know if the result received was suggestive of hypoglycemia at this point. The patient claimed that when he arrived at the restaurant he 'passed out' at an unknown time. The patient stated the emergency medical services (ems) was called and when they arrived at approximately 6pm, they tested him and obtained a reading of '44 mg/dl' on the ems meter. The patient was reportedly treated by the ems with a glucagon injection and when he came to; he was also treated with orange juice and gradually felt better. The patient denied being taken to the hospital and could not recall if another test was performed before the paramedics left. The following day at unknown times, the patient reportedly tested on the subject meter and as well as his daughter's meter (ultra2). The patient reported blood glucose results of '238mg/dl' with the subject meter and '258mg/dl' on another meter performed within 30 minutes of each other. In addition, he reported a result of '148mg/dl' on the subject meter and '160mg/dl' on the other meter at an unknown time. Based on statistical methodology, the calculated difference of these glucose results fall within the expected value of <= 30% and/or <= 30 mg/dl. The patient denied developing symptoms at this time. At the time of troubleshooting, the cca noted the subject meter's unit of measure was correct and the samples were taken from the same approved site. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an unknown reading on the subject meter and reportedly developed symptoms suggestive of severe hypoglycemia that necessitated hcp treatment after the alleged meter issue began.